Manufacturer narrative:
The status of the lead is not known. This report will be updated when additional information is received.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise shortly after the implant procedure. A revision procedure was planned or performed. Additional information was requested from the distributor representative to confirm the details of this event. No adverse patient effects were reported.